Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an error code for check vent: machine pressure sensor auto zero failed). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the error code. It was confirmed by the biomed, that the code was documented in the significant event log. The rse provided the customer with the following instructions to resolve the issue - verify pin alignment between solenoids and the data acquisition (da) board, replace the machine auto-zero solenoid (sol 2 and sol 4); replace the da board. Biomed reported that the device hasn't been worked on recently. It was then noted that the biomed reseated the data acquisition board and the device ran for about an hour before the error returned. The rse then recommended replacing the solenoid valves and/or da board. Investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.